Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experiences syncope during exercise when their heart rate becomes elevated. It was also reported there was loss of atrio-ventricular conduction due to the pacemaker mediated tachycardia intervention feature. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.